Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, de novo, mid right coronary artery (rca) the 2.5 x 15 mm xience pro stent delivery system (sds) was advanced, but met anatomical resistance and could not cross the lesion. The device was removed and re-inserted but still could not cross the lesion due to the anatomy; the proximal shaft became detached during the attempt. The device was removed and balloon angioplasty was used in the procedure without reported issue. There was no reported adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported shaft separation was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the xience pro eluting coronary stent system instructions for use (IFU) states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it had been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation determined the reported/noted difficulties of appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.